Event description:
A physician reported difficulty with the rollback procedure during an essure placement. The physician reported that eventually the delivery catheter and micro-insert fell apart as he was trying to reposition to delivery catheter. The physician believed that he retrieved all or most of the essure device from the patient. The physician reported that he completed the procedure with a new delivery catheter and obtained bilateral placement. The patient later presented with pain (date of onset unknown). In 2009, the physician performed a hysterectomy and the essure micro-inserts were removed. Physician did not find any additional pieces of an essure device in the patient. Numerous attempts were made to contact the physician to determine if the patient's pain was related to the essure micro-inserts, however, no response was received from the physician. No information was received that would link the patient's pain to the essure procedure. No information was received regarding diagnosis and/or treatment of patient's pain. No information received regarding patient's previous medical history.

Manufacturer narrative:
Visual inspection: condition of catheter appears normal. Condition of micro-insert was not returned with catheter. Implant from lot 12407573 stretched and still attached to delivery system. Event/incident description confirmed: yes. Inspection summary: a quantity of two (2) essure delivery handles and one (1) micro-insert returned for analysis. In addition, broken piece of small tight pitch coils (gold band intact) received with stretched micro-insert. Investigation summary: for system 1, we were able to confirm the reported alleged problem (rollback difficulty). Probable cause related to manufacturing (landing area not within specification). For system 2, there was conclusive evidence that the system could not be used because there was a remnant of the micro-insert in the ostia.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.